Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that unable to produce xray. Upon functional testing, fse found that there was malfunction in the cooling unit of x-ray ampoule which resulted in loss of oil. No further actions were taken from philips as the repair quotation was not accepted by the customer. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system had an oil leak. The device was unable to produce x-rays due to a failure of the x-ray tube cooling system. The device was in clinical use. No patient or user harm reported. The patient's examination was delayed. Philips has started an investigation of this complaint.